Event description:
It was reported that "the product separated from a pt's dialysis catheter leading to hemorrhage."

Manufacturer narrative:
An investigation has been initiated. Add'l info about the device, pt, and incident have been requested. To date, no further info has been provided. When the investigation is complete a supplemental report will be submitted.